Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device showed a black screen. It was stated that the circulation pump was faulty and was replaced. Per follow up received via (B)(6) on (B)(6)2021, it was also reported that the device had no flow issues.